Manufacturer narrative:
Evaluation amo received the returned product and the sample was not received in its original universal tray package. The (B)(4) sample returned with kink defect on irrigation tubing near the male luer. Also, two kinks were observed on pvc tubing. The operators are trained to perform 100% visual inspection to the packs assembly and report any discrepancies observed during the manufacturing process. General awareness was conducted on (B)(6) 2012, the importance of 100% visual inspection was emphasized to avoid this type of complaint. However, the customer claim was verified. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.

Event description:
Customer reported that patient was undergoing cataract surgery when the anterior chamber in the patients eye momentarily collapsed due to a kink in the tubing. It was immediately resolved and surgery was completed successfully with no harm to the patient.